Event description:
Philips received a complaint from the customer reporting the v60 ventilator could not be turned on. The device was confirmed to be not in clinical use. There was no report of harm. A philips authorized service provider (asp) reported the issue was identified during testing. The device would not boot on. The customer declined service and utilized another channel to resolve the issue. The asp confirmed the device was repaired, passed performance verification testing, and returned to service. No other details were made available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).